Event description:
It was reported that during a laminectomy surgical procedure, it was observed that the motor device had an e8 error code and a cut in the hose. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a small cut in the cord and an e8 error code. Therefore, the reported condition was confirmed. It was determined that the cut in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord, or exerting extreme force on the cord. It was determined that the e8 error code was caused by the cut to the cord. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.